Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead and the right ventricular (rv) lead were observed to have eroded. A culture was performed and revealed a bacterial infection. The full system, including the pacemaker, the ra and the rv lead, was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.